Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the system appears to be left powered on continuously. On (B)(6) 2019 while at the main screen, the gas system reported the oxygen (o2) sensor lifetime expired. When a perfusion screen was opened on (B)(6) 2019 calibration would not be allowed since the o2 sensor was expired. The o2 sensor hours were reset to 0 in service, but it's likely the sensor was not replaced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr), the perfusionist had reset the oxygen (o2) hours. The fsr replaced the o2 sensor. The unit operated to the manufacturer's specifications. The defective o2 sensor was disposed of. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure the electronic patient gas system (epgs) would not calibrate. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.